Event description:
It was reported that it seemed the stimulation was turning off by itself. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 399930, lot# v031530, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).